Event description:
Per the field complaint form: ivc filter did not deploy properly. Upon further manipulation, the filter deployed fully. The delivery system will be sent back to manufacturer for further evaluation. Device usage problem (device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Complaint followup: product complaint sample was returned for evaluation; no case images, videos, etc. Were provided for review. Complaint sample evaluation: complaint sample was returned to rex for review. Retain device evaluation: no device retain evaluation performed for this lot no. Root cause: a definitive root cause for this reported product complaint could not be determined. Conclusion: the device in question was returned for evaluation on (B)(4) 2014. The delivery sheath, pusher wire and filter cartridge were returned for evaluation. All returned items were within spec; no abnormalities or defects were noted. A device history record review was performed to check for abnormalities during the manufacture of the lot number in question. None were noted. A retain device evaluation was not performed on devices from the same lot as the complaint product. A review of the trend analysis found on previous instances of complaints of a similar nature. A definitive root cause for this reported product complaint was not able to be determined. This is considered an isolated incident.